Event description:
Customer reported an abo mistype on the galileo. Customer states that a donor sample which was historically a, rh positive was typed twice on the galileo after forward grouping as o, rh positive. The customer states the sample is a weak subgroup of a as it tested negative in tube testing with anti-a1. The customer states the sample tested 2+ in tube testing with an ortho anti-a.

Manufacturer narrative:
Customer did not return sample for investigation testing. In-house testing of retention lots of the anti-a and anti-b used by the customer on an in-house galileo with group a and o donor samples was performed. All donor samples typed as expected.